Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose. The blood glucose was 460 mg/dl at the time of incident and the customer¿s current blood glucose was 211 mg/dl. The high blood glucose was treated with the manual injection. Customer did not experienced any symptoms due high blood glucose. Customer had been using insulin pump within 48 hours of high blood glucose event. The auto mode feature was active. Customer alleged insulin pump was possible under delivery due to insulin flow block. The insulin pump will not be returned for analysis.